Manufacturer narrative:
Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Additional device information: model number: unknown / not provided, serial number: unknown / not provided, expiration date: device does not have expiration date and serial number was not provided. Unique identifier (UDI) number: unknown as the serial number was not provided. Telephone number: (B)(6). The phaco handpiece was not returned for analysis. There was no model/lot/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a metallic-looking fragment, retained between the iol (intraocular lens) and the anterior lens capsule and 2 punctate fragments reflective in the iris stroma were observed. The patient remains asymptomatic and the removal of the intracapsular fragment is not planned for now. The issue was identified during a post operative exam. The post-op vision is described as good and no medication was prescribed. The customer has no further information than what has been provided.